Event description:
This report summarizes 5 events for the failure: fail-safe did not operate. 1 event had problem identified before clinical use/exposure; there was no patient involvement. 4 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 devices had investigation types that have not yet been determined. Additional information: 5 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99181. Supplemental rationale, corrected data: b5, h6, h11. 5 previously reported events were included in this follow-up record. Product return status, 5 devices were received. Evaluation findings (results/components). 4 devices: degradation problem identified / fail-safe system. 1 device: fail-safe problem identified / circuit board. Product disposition. 4 devices: serviced and returned to customer. 1 device: serviced and put back into stryker stock.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 5 events for the failure: fail-safe did not operate. - 1 event had problem identified before clinical use/exposure; there was no patient involvement. - 4 events had problem identified during non-clinical procedure; there was no patient involvement.